Event description:
It was reported that the patient experienced a car accident. Following the accident, the stimulation did not work well. The patient could only get stimulation in the right leg, though prior to the accident, the patient could get stimulation in both legs. Impedance measurements were taken, but it was reported that they could not find values. The results were dictated high per the hcp and manufacturer representative. The patient underwent a revision, and it was reported that one lead and both extensions were replaced, while the ins was replaced due to normal battery depletion. During the procedure it was noted that the device connections and inside holes of the ipg were infiltrated with a tissue-like substance. Following the procedure the patient was able to get stimulation in both legs.

Manufacturer narrative:
Lead model 3487a-33, lot # j0337683v, implanted: (B)(6) 2003, explanted: (B)(6) 2007; lead model 3487a-33, lot # j0348930v, implanted: (B)(6) 2003, explanted: (B)(6) 2004; extension model 748925, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004; extension model 748925, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004; programmer model 7435, serial # (B)(4). Analysis of the neurostimulator model 7427, serial (B)(4) found no significant anomaly. Visual examination revealed punchout holes in the #3 and the #6 setscrew grommets; however, testing of the programmable features and output ranges determined the ins was functioning normally. A significant amount of fluid was observed in the connector block, suspected due to the punchout holes. Battery depletion was not confirmed. Analysis of the extensions model 7489, serials (B)(4) found no anomaly. Electrical testing of the extension determined that continuity was complete and no electrical shorts were identified between the circuits. Analysis of the lead model 3487a, lot j0348930v found the #0 conductor/wire was broken at the #0 connector weld site and the #3 conductor/wire was broken near the anchor, 10.1 cm from the distal end of the lead. The #0 circuit had intermittent continuity and the #3 circuit was open.